Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/24/2009 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device observed that the ratchet gear was stuck to the roller. Customer did not return a ratchet handle. The right latching pin did not lock and unlock easily. It was also observed that the comb was bent and the side plates were gouged. Customer did not return any cutters for evaluation. Prior to repair, a test mesh and calibration check could not be performed since the mesher could not be closed properly. Improper handling by the user most likely caused the damage to the ratchet gear, which most likely caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was initially reported that the handle was not ratcheting on the zimmer skin graft mesher. During device analysis, it was determined that the comb was bent. There was no report of patient injury associated with the event.